Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported a low blood glucose event about three weeks ago. Customer stated he believes the low was due to his insurance switching him from humalog insulin to novalog insulin. At that event, customer's blood glucose was 30 mg/dl. He treated with sugar. He did not need any medical assistance. Customer declined troubleshooting for low blood glucose. Nothing further reported.